Event description:
The reusable tibial impactor tip broke during surgery. There was no impact on surgery. The case was completed successfully.

Manufacturer narrative:
The reusable tibial impactor tip broke during surgery. There was no impact on surgery. The case was completed successfully. Review of the inspection records for the affected lot indicates that the device was manufactured to specification.